Event description:
It was reported via legal documentation that a patient had a poly exchange and a surgical procedure for ankylosis that was causing pain approximately 3 years 7 months after implant. Revision operative report of (B)(6) 2023- right ankle replacement with polyethylene exchange/right achilles lengthening. Work-up showed no loosening of the implant but rather significant bone formation particularly on the lateral gutter which ankylosed the distal fibula to the talus, no infection. Surgeon explained that they might not be able to obtain normal motion but would help with pain. Substantial scarring at the front of ankle. The lateral and medial gutter was completely bridged with bone. The patient was taken to recovery in stable condition. There is no other information available.

Manufacturer narrative:
H3. Investigation results-there is no indication from the operative report that there was a device malfunction, the patient had the distal fibula ankylose to the talus. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no additional information available.